Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the blood leaked past the stopper with a bd syringe 10ml luer lock. The following information was provided by the initial reporter: faulty syringe in dialysis unit. Picture received shows leakage past the stopper.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, leakage past the stopper was observed. A device history record could not be evaluated as the lot number is unknown. At the assembly process, there is a mechanism to control the stopper leakage. However, as no sample was returned for further analysis, the root cause could not be determined.

Event description:
It was reported that the blood leaked past the stopper with a bd syringe 10ml luer lock. The following information was provided by the initial reporter: faulty syringe in dialysis unit. Picture received shows leakage past the stopper.